Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 analytical unit that led to the rejection of blood donors. The customer switched from the abbott method to the roche elecsys method on (B)(6) 2025. They allege that since that date, they have analyzed 1586 blood donors. Out of these, 8 gave reactive results. Of the 8 reactive samples, 1 or 2 gave negative results when repeated with the roche elecsys assay. The remaining reactive samples were negative in the bio-rad geenius¿ hiv ½ confirmatory testing. No specific data was provided.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The provided calibration and qc data were within specifications. The investigation is ongoing.

Manufacturer narrative:
The investigation did not determine a specific root cause. The elecsys hiv duo assay performed within specification. The customer's observation is consistent with the introduction of a new screening assay in an established donor population. The specificity of any routine screening assay generally improves over time as the donor population becomes "culled" as confirmed positive and persistent false positive donors are identified and removed from the testing pool.